Event description:
The physician was coming up going over the iliac arch with a 7 x 38 x 80 icast while passing through 7fr terumo sheath, when the stent dislodged. He was able to successfully go up and over with a 6 x 38 to stent the lesion.

Manufacturer narrative:
The catheter system was not returned for eval. We have not been able to determine any fault due to manufacturing. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the product in question used in the case, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine the root cause.